Manufacturer narrative:
Product ID 8709 lot# j10956r02, implanted: 2002 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had severe withdrawal when the pump went into end of service (eos) so it was replaced emergently on (B)(6) 2013. According to the pump logs from november 2013, the pump's elective replacement indicator (eri) was in 7 months.

Event description:
A representative reported telemetry confirmed a constant motor stall. The logs showed the stall occurred on (B)(6) 2013 at 7:41 pm. The patient reported seeing the error code for motor stall on their ptm on the date of the report. The representative did not clarify if the patient had symptoms or not. It was reviewed to program the pump to minimum rate mode. There was no known environmental cause for the stall, and the patient had no MRI. No recovery was in the logs. The patient reported that their personal therapy manager (ptm) had not worked for three days. The representative reported the patient had not been able to get boluses for three days. The medication infused was morphine. A representative reported the ptm displayed an error code of 8476, indicative of a pump motor stall. On (B)(6) 2013, a representative reported that the pump was replaced and therapy was resumed at a lower daily dose. The patient was doing better. The pump had been replaced on (B)(6) 2013. The representative reported that the patient went through severe withdrawal. A representative reported that the patient was not able to get a bolus for three days before they called the office on ¿friday¿ (thought to have been (B)(6) 2013) at 4 pm to say something was wrong. They had the patient come in and discovered the issue with the stalls. The patient was unable to get a bolus because the pump was stalled. They said they did not have any idea what may have caused the stalls. Symptoms included nausea, cold sweats, no appetite, and typical narcotic withdrawal symptoms.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the gear train. The stall was due to the shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.